Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. As received, the pulse generator did not have output or telemetry. Visual inspection found that the feed thru substrate was damaged. The damage found could have been caused by external defibrillation. Electrical test results indicated that the output circuit was damaged.

Event description:
This report is to advise of an event observed during analysis.